Manufacturer narrative:
The blue sureform 60 stapler reload accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the advanced instrument logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis. The following additional information was provided: "logs show pn 480460-09, ln l13220712-0031, was installed on the system (usm 1) 4x and fired 4 reloads (2 blue, followed by 2 green). There were no incomplete clamps or unclamps, however all 4 firings failed. On the first install, the firing failed at ~65% completion after a duration of ~46 seconds. On the second install, the firing failed at ~50% completion after ~45 seconds. On the third install, the firing failed at ~50% completion after ~45 seconds as well. Lastly, on the fourth install, the firing failed at ~49% completion after ~45 seconds. This instrument did not fire successfully during the procedure. There were no stapler related errors in the msc logs." This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. Field device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
Intuitive surgical inc (isi) received user facility report 4600060000-2022-8006 stating: "doctor was using the sureform stapler 60 on the stomach resection. During three separate times, the stapler failed to reach the complete distance that was required to complete the stapler line. New staple loads were opened each time, and eventually a new stapler." Isi followed up with the site's clinical sales rep and the following additional information was obtained: the sureform 60 blue reloads were the reloads involved with the reported event. The reload was selected because it is the reload the surgeon typically uses for 1 reload on sleeves. Stapler fires 1-3 were the stapler fires involves with the reported event. A stomach transaction was the surgical task being performed at the time of the event. The stomach was the target tissue. The target tissue was not calcified and was not exposed to any radiation or chemotherapy, there was no tissue tension or bunching. The event did not involve a failure to fire. The stapler seemed to stop in the same area x3 separate times, with the tissue being too thick to continue. There was no tissue being pushed forward/dragged during the firing process. The jaws did not open/release during the firing sequence. The reload staples did not deploy unexpectedly. There were no malformed staples. The reload did have an exposed blade. There were no staples missing from the staple line. There were no holes/gaps in the staple line. A "tissue too thick" error message occurred. The surgeon did not encounter any obstructions between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. No bleeding on the staple line was observed. There was no unplanned tissue removal due to the firing failure. The surgeon resolved the issue by opening a new stapler. The procedure was completed robotically as planned with no reports of patient injury. The reload is not available for return.